Manufacturer narrative:
Manufacturing site evaluation: samples received: 8 unopened and 2 opened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. We have received eight closed samples and two opened. One of the opened samples received has the aluminum pack stuck to the plastic film. Four of the eight closed samples received have the first pack sealed to second pack in the 4th sealing. This is due to an accidental defect in the welding machine and these units were not sorted out by the personnel involved in this process. We will inform the personnel involved about this incident. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil. A sterile withdrawal cannot be guaranteed.